Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2100018 investigation did not show issues related to the complaint.

Event description:
When the user inserted the applier into the abdominal cavity after loading the clip, he/she heard a clicking sound and found that the clip was broken. He/she tried to remove the detached boss part from the patient, but failed.